Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia and non-function. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. It was noted pre-case that the lead had been implanted in the rv apex, making this a high risk case. The patient also had calcifications, creating the potential for a more difficult extraction as well. The physician chose to use a spectranetics 16f glidelight laser sheath, which progressed down to the distal tip of the lead. Gentle traction was then used. Traction continued for a few minutes until the lead popped free. The patient's blood pressure dropped soon afterward. A pericardiocentesis was performed unsuccessfully. The cardiothoracic surgeon was already scrubbed in and bypass and sternotomy were performed; a perforation in the rv was discovered and successfully repaired. It is believed by both physicians that the lead was implanted into the rv apex, scarred over time and releasing from the apex is what caused the perforation. The patient survived the procedure. This report captures the lld, proving traction to the rv lead when the rv apex perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.